Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. Batch file review was not possible, since batch number provided was not recognized. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter quality specialist reported to baxter (B)(6), on behalf of a customer, a 2000ml pvc bag in which "a hole" was detected. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: customer provided batch number of the defective sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.